Event description:
The customer reported that during fluoroscopy, the screen went black and the system stopped fluoroscopy. The field engineer reported the system goes into standby mode from time to time, has to reboot to restart. This is descriptive of a system lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on system interface board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.